Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is fragmenting and parts are coming out of the tip. This occurred on 7 occasions before use. The following information was provided by the initial reporter: the plastic part (catheter) is fragmenting and parts of it are coming out in the needle tip, which can cause damage when puncturing the patient. So far, 7 units have been found to have the defect, all of which belong to the same batch. Customer informed: noticed after opening the package, before the use. No damage to patient/professional.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the unit with a visible foreign matter at the tip of the needle. The white-clear material observed near the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the equipment cleaning process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Correction action was implemented to improve the equipment cleaning process.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is fragmenting and parts are coming out of the tip. This occurred on 7 occasions before use. The following information was provided by the initial reporter: the plastic part (catheter) is fragmenting and parts of it are coming out in the needle tip, which can cause damage when puncturing the patient. So far, 7 units have been found to have the defect, all of which belong to the same batch. Customer informed: noticed after opening the package, before the use. No damage to patient/professional.